Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's tubing hub had a slit on (B)(6) 2025 leading to rise in blood glucose (bg) level to 592mg/dl and got treated with correction bolus via pump. The infusion set had been used for 2 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.